Event description:
Before getting the patient, there was a malfunction in the pump tubing causing us to have to wait to bring the patient back for their surgery. The equipment that was used was the dyonics 25 fluid management system disposable inflow tube set. The tubing had a hole causing water to flow out the tubing and on to the ground and other equipment. The tubing was thrown away and new tubing was obtained. The new tubing had no issues, and the patient was brought back. The surgery was then able to begin. FDA safety report ID # (B)(4).